Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated by a third party service center and the customer's complaint was confirmed. The device was rebooted to address the issue. During the evaluation, a failure of the device to remain powered on and a failure of the blower motor was observed. The device's system board and blower motor need replaced to address the issues.